Manufacturer narrative:
Device manufacturer address 1: (B)(4) las americas, parque industrial. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified quantity of clearlink system continu-flo solution sets were kinked; further described as the tubing that is loaded into the baxter spectrum pump was kinked. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.